Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that the inr tubes not filling properly when they are not close to expiry. 2 of 2: november incident. I apologize it has taken a while to get this email sent to you, but better late than never! You wanted me to summarize what we had done to try and remedy the issue we are having with inr tubes not filling properly when they are not close to expiry. Our storage temperature is monitored in both the storage room as well as in the phlebotomy room. As soon as we switch to the new expiry date the tubes fill properly. The tubes stop filling properly 4-6 weeks before they expire. We got tubes that were the same lot number and expiry that we had here. There were no issues with those ones and ours weren't filling. Each time we have an issue the affected lot #/expiry have been different. The best expiry we seem to be able to get when we order tubes is 3 months.

Manufacturer narrative:
Additional information: a.3. Sex: male. F.10. Additional device code: 1675. H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. H3 other text : see section h.10.

Event description:
It was reported that unspecified bd¿ tubes had underfill. This was discovered during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that the inr tubes not filling properly when they are not close to expiry. 2 of 2: november incident I apologize it has taken a while to get this email sent to you, but better late than never! You wanted me to summarize what we had done to try and remedy the issue we are having with inr tubes not filling properly when they are not close to expiry. -our storage temperature is monitored in both the storage room as well as in the phlebotomy room -as soon as we switch to the new expiry date the tubes fill properly. -the tubes stop filling properly 4-6 weeks before they expire -we got tubes that were the same lot number and expiry that we had here. There were no issues with those ones and ours weren't filling. -each time we have an issue the affected lot #/expiry have been different. -the best expiry we seem to be able to get when we order tubes is 3 months.